Event description:
It was reported the during a cholecystectomy procedure, the shaft was bent before use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/11/2009. Info anticipated, but unavailable at this time.